Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had over delivery. The blood glucose level was 59 mg/dl at the time of incident. The current blood glucose was 109 mg/dl. Customer treated with food. Customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging the insulin pump because customer was experiencing unexplained low blood glucose. The product will be returned for the analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was programmed with a bolus and monitored. Bolus was delivered properly and was listed in the daily history screen. (B)(4).